Event description:
It was reported the patient is experiencing pain at her ipg site whether the stimulation is turned on or off. In addition, the patient is experiencing difficulty in reaching the ipg with her external devices. Follow up information identified surgical intervention is pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.